Event description:
It was reported that "during a procedure, the device broke at the tip." All pieces were retrieved. No patient injury reported. Device was discarded at the hospital.

Manufacturer narrative:
The actual device was discarded at the hospital. Without the device, we are unable to investigate the reported complaint. We are considering this complaint closed.